Manufacturer narrative:
The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. It was reported that the patient experienced itching redness and swelling at the dressing site. The medical assessment was unable to confirm a link between the product and the harm reported in this case. Probable root causes include allergic reaction by the patient to one of the components of the dressing, an existing skin disorder or incorrect application or removal of the dressing. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. The user risk assessment for the device provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, an iv3000 1 hand 10x12cm ctn 50 was used to fix the PICC catheter. After 4.5 hours, the patient complained of itch, redness and a swelling was found at the dressing located area. The transparent dressing was removed and cefuroxime (antibiotic) was applied. The treatment was finished with a back-up device. Patient current health status is normal, but it was reported that symptoms alleviated gradually.